Manufacturer narrative:
In investigation, it was not determined if the screw or the driver caused the mating part issue. This is report one of two for this incident. The review of the device history records of the driver used during the surgery indicate that the device was manufactured according to specification and no deviations were noted for the released product. Case information, including the facility, was not provided by the initial reporter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a dwyer closing wedge calcaneal osteotomy on (B)(6) 2016 that utilized a paragon 28 7.0mm headless screw. The screw was put in by hand, not under power, and the surgeon did not pre-drill. When the screw was fully seated in the calcaneus, the driver would not disengage from the screw. The surgeon had to use force to pull the driver from the screw, which resulted in the driver pulling the screw from the patient anatomy. The surgeon drilled a new hole and used a different screw and washer to finish the procedure.